Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass and minor scratches to the display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was hit with a baseball bat and the screen was cracked. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.